Manufacturer narrative:
Pt weight: unknown. Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric. (B)(4). Results: visual inspection of the returned lens showed it was cut into two pieces and a piece of a haptic was torn off and missing. There was a clear surgical residue on the lens. (B)(4).

Event description:
The customer reported that after the surgeon inserted the +21.0 diopter aa4204vl silicone single piece lens, he noted it was torn. The lens was cut and removed without any patient injury, the cause of the event was unknown.